Event description:
Report 1 of 5. Report received from (B)(6) stating that there was "residue found in the sterile pack," of the device, discovering during inspection. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the customer reported five occurrences of the reported condition and returned five actual samples for evaluation. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals on the samples. The packaging was inspected under 10x magnification, and foreign material was not observed in the packaging of the samples. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).